Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and fully functional. In the case presented a 74-year-old female patient was treated with a gamma ti nail due to a femoral fracture. As per details provided the patient has poor bone quality and further, the use of bisphosphonates was reported. The device inspection revealed the following: visual inspection of the returned product was performed; the first three thread flanks at the tip of the returned locking screw are considerably flattened. Material abrasion was visible. Although damaged the screw was able to be screwed in and fixed within the sample bone; the reported event was not reproducible. Based on the above investigation, the root cause of the failure is related to a suboptimal intraoperative procedure [classic case of an oblique insertion - intraoperative misalignment - resulted in metal to metal contact] contributed by poor bone quality. As a result of this interaction which led to flattened threaded windings it could not be excluded that the reported ¿remained rolled¿ occurred due to impaired grip of threaded windings within poor bone quality. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
As reported: "during the procedure, reduction of the femur fracture with a gamma ti nail, performed at the león xiii clinic, when the implant was placed in the distal locking hole, the screw remained rolled, as it was not fixed to the bone or the nail, it was decided to change of implant and this second if it is fixed correctly.".

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "during the procedure, reduction of the femur fracture with a gamma ti nail, performed at the (B)(6) , when the implant was placed in the distal locking hole, the screw remained rolled, as it was not fixed to the bone or the nail, it was decided to change of implant and this second if it is fixed correctly."